Event description:
Prior to use, the pacemaker was found in standby mode; although it could have been re-initialized with the standard programmer, it was not implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned unit were within specs. The device switched to standby mode on6v 2008 (approx) and could be due to a high external interference. The device is retained in our returned product storage area.